Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned as it was discarded by the customer; therefore, this complaint cannot be confirmed and duplicated. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's 5.5 healix advance triple loaded anchor with orthocord was inserted into the awl when the anchor thread began to unravel. The sales rep stated that part of the thread fell into the patient's joint, but was removed with a grasper with no debris left behind. The anchor was removed from the patient and the case was completed with another like-device in the same bone hole. There was no patient harm, but there was a three minute delay to remove the thread and anchor and to complete the case. The anchor was discarded by the customer. It was reported that the suture was purple, blue, and white stripe and mix blue/white. It was reported that the black cord cutter was used and the suture had good technique. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no nonconformances were identified for this part number (222298), lot number (l689959) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =no nonconformances were identified for this part number (222298), lot number (l689959) combination.